Event description:
Patient tested on the suspect device with an inr result of 2.4. Lab inr was 4.0. Controls were in range. No treatment alleged. The device was offered to be replaced and the reported wanted to get an opinion first and will call back.